Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause could not be determined. No logs available. As a resolution, customer replaced the bronze filter which was very dirty. Installed new one and device start up with no alarms, perform 2 point calibration, circuit test and ovp passed. Ran device for over 30 minutes without any alarms occurring. Issue resolved.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf 300 (device in failsafe) alarm while trying to perform a 1pt calibration during setup. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, customer also found tf 316 - blower failure and 545 - astepinspvalve value out range- failsafe in the alarm history. Replaced the bronze filter which was very dirty. Device start up with no alarms. Performed 2 point calibration, circuit test, all passed. Ran device for over 30 minutes without any alarms occurring. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.